Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a histologist with no information. Information identified in the manufacture¿s database indicated the patient died approximately 2 months post implant of the ICD, 5 years post implant of the right ventricular (rv) lead and 4 years post implant of the right atrial (ra) lead. A cause of death was requested and not received.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 4965-35 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.